Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope. There was intermittent loss of rv capture. A chest x-ray was obtained, and it was questioned if there was a connection issue. The rv impedance measurements gradually increased, but were not out of range, and the rv threshold measurements were chronically elevated. It was discussed that this was likely not a connection issue, and other possible causes were discussed. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the previous x-ray was inconclusive for identifying a connection issue. The device system was explanted and replaced. No additional adverse patient effects were reported.